Event description:
It was reported that the table locks disengaged, causing the tabletop to unexpectedly free float in both the longitudinal and lateral directions. There was no injury or pt involvement reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the unexpected float was caused by a loss of power to the table locks. The power loss was attributed to the table's 24-volt power supply. The fe repaired the power supply and verified that the table locks were functioning nominally.